Event description:
According to the reporter: while pumping, the surgeon felt like the balloon burst and stopped using. New one was opened to complete procedure. No bleeding. Tissue damage: unk. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).